Manufacturer narrative:
The insulin pump was not received stuck in manufacturing mode. However the pump was received with missing retainer. Unable to perform displacement test due to missing retainer. The pump was received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, stained keypad overlay, cracked case on battery tube area, stained serial number label, faded serial number label and peeling end cap address label. Use this when reporting a malfunction on a 640g pump: the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was crack on reservoir. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.